Event description:
Absorbable pins in digits 3 and 4 left worked their way out of toes and required additional surgery to remove and therefore additional expense and time out of work. Add'l date of event: 2007. Add'l explant date: the same day.